Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error code indicating possible premature battery depletion. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The s-ICD remains in service at this time and no adverse patient effects were reported. Additional information received indicated the device as replaced. There was no report that the device would be returned.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error code indicating possible premature battery depletion. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The s-ICD remains in service at this time and no adverse patient effects were reported.